Event description:
It was reported the customer was hospitalized with a brain hemorrhage on (B)(6) 2014. The customer stated their hospitalization was not diabetes related. Customer also stated they were in the intensive care unit for two weeks. The customer was taken off their glucose sensor when they were hospitalized. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.